Manufacturer narrative:
One device was returned for analysis. Visual inspection and functional testing were performed, and the reported issue was duplicated. The cause of the reported issue was the air detector module. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air detector module, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump exhibited scratch lens and burn marks to the rear case, bottom case, top rear stickers and the battery door. The device alarmed air in line when no air was in the line. The event occurred during testing; no patient injury was reported.

Manufacturer narrative:
B3 unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.